Event description:
Pt has worn this lens type for years with no problems. She inserted a new pair and wore them all day with no problems. The lenses were removed that night. The following morning, the pt awoke with pain and reportedly could not open her eyes. She went to a hosp and was diagnosed with de-epithelialization, corneal ulcers and an allergy in the upper lids. The dr reported the lenses were too tight. The eyes were treated and patched. At a follow up 24 hrs later, the dr reported the pt was better but to continue with the patching for another 24 hrs. The pt was to discontinue lens wear for 15 days. Follow up info reported that the ulcers were sterile and the pt recovered; vision is good and the lids and comas are clear